Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual evaluation of the provided photos and returned product found black porous coating debris in the damaged pouch. Further evaluation of the damaged pouch found sterility has been breached. Additionally, an unknown metal piece was retrieved from the returned packaging. As the packaging was previously opened, it cannot be determined where the unknown metal piece came from; however, manufacturing has been ruled out. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event (damaged pouch and black porous coating debris) can be attributed to transit damage. The root cause of the reported event (unknown metal piece) cannot be determined with the information provided. This complaint (damaged pouch and black porous coating debris) was confirmed by evaluation of the provided photos and returned product. The complaint for the unknown metal piece cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the acetabular implant when opening during surgery had metal particles and a ripped bag sealing the implant. The surgery was completed with another device. No known consequence or impact to the patient.